Event description:
They tried to push the needle a few times more. In this case needle has been warped. Than they decided to opened new product.

Manufacturer narrative:
PMA/510(k) #k160229. Complaint device was not returned therefore a document based review will be performed. Prior to distribution, all echo-hd-22-ebus-o devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for echo-hd-22-ebus-o of lot number c1628591 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records, confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1628591. The notes section of the instructions for use,which accompanies this device instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use" and "ensure the stylet is fully inserted when advancing the needle into the biopsy site". There is evidence to suggest that the customer did not follow the instructions for use in relation to the use of the stylet . A definitive root cause could not be determined from the available information. A possible root cause could be attributed to user error as the stylet should not be partially removed prior to advancement of the needle into intended targeted site. This could have caused the needle puncturing problem which in turn may have led to the distal part of the needle becoming warped. Complaint is confirmed based on customer's testimony and images provided. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Manufacturer narrative:
Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions. PMA/510(k) #k160229.

Event description:
"As per complaint form": they tried to push the needle a few times more. In this case needle has been warped. Than they decided to opened new product.